Event description:
The customer states that they noticed imprecision in hemoglobin results for patient samples tested using a cell-dyn 3700 sl analyzer. The customer provided the following example; initial hgb = 9.48 g/dl and repeat yielded hgb = 8.20 g/dl. Suspect results were not reported from the lab with no impact to patient management reported. Service was dispatched to the customer site.

Manufacturer narrative:
Investigation summary: hemoglobin imprecision issue, cell-dyn 3700 sl analyzer. The customer states that they noticed imprecision with hemoglobin results for patient samples. The customer ran low qc after the samples were run and qc was within range. No patient results were reported out of the lab. The hgb reference value was 2034 (range 1800 to 2200) and hgb output was 4.96 (range 4.8 to 5.0). A customer technical advocate (cta) questioned wic results on qc. There were no issues identified. The cta had the customer check wic/hgb lyse, diluent syringe with no bubbles, leaks or incorrect seating found. The customer cleaned the shear valve and performed hgb flow cell cleaning. Precision was performed using the normal level control. The cv% recovered at 17%, because of an outliner on the 7th run (target 13.1 result was 20.5). In 2007, the customer made an urgent request for a field service representative (fsr) as one patient run 3 times showed erratic rbc recovery. Hgb imprecision issue also remained an issue. The fsr replaced the inline air filter (clogged), a solenoid assembly and pinch tubing to valves 22, 25, 82, 87, 88, 84, 32, 35, 38. (Addition of connector covers for reagent sensor cables) was also completed. The issue was resolved. The silicon tubing was flagged as the causative agent. The cell-dyn 3700 system operator's manual. 06h89-01, rev e, in the overview for maintenance on page 9-1 states that overdue maintenance may be indicated by an increase in imprecision of one or more of the directly measured parameters. Section 10 provides troubleshooting instructions for imprecise or inaccurate hemoglobin data on page 10-60. The fsr traced the air inlet lines for obstructions and crimps. Trending: a review complaint reports, for the period january 2007 through july 2007, did not indicate any adverse trend for cell-dyn 3700 sl, list base 02h31-01 for issues with hgb imprecision. Labeling: the event is addressed in the cell-dyn 3700 system operator's manual. 06h89-01, rev e section 9: maintenance; overview; p. 9-1 section 10: troubleshooting; troubleshooting imprecise or inaccurate data; p. 10-55. Hemoglobin data are imprecise or inaccurate: p. 10-60. Conclusion: service evaluated the analyzer and replaced silicon tubing as the causative agent to the hemoglobin imprecision. Overdue device maintenance may have contributed to the event. Results were not reported out of the lab and no impact to patient management was reported. This is the final report. End of report.